Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that following an intraocular lens (iol) implantation procedure, the patient was unsatisfied with the visual results and had adaptation complications. The iol was exchanged approximately one month following the initial implantation procedure. Additional information was provided indicating that the iol was exchanged for a different model of the same power. The surgeon's prognosis was reported as good.